Event description:
The customer reported to stryker that the therapy lead was not recognized during cardiac arrest. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker field service evaluated the device and was unable to duplicate or verify the reported issue. The therapy cable was returned to the stryker product assessment center (pac) after completing other unrelated repairs, proper device operation was observed through functional and performance testing, and the device was returned to the customer for use. Stryker pac further evaluated the returned therapy cable. There was no problem found with the cable. A root cause of the reported issue could not be established. The cable was archived by stryker.

Event description:
The customer reported to stryker that the therapy lead was not recognized during cardiac arrest. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).